Manufacturer narrative:
The customer rejected the estimate and the device was scrapped per the customer's request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" condition occurred. The device's blower motor needed to be replaced to address the issue. Water ingress was observed. The trilogy 100 clinical manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."